Event description:
It was reported that the right ventricular lead exhibited high thresholds; the lead remained implanted. On 1/20/2012 it was noted that the lead exhibited loss of capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward final analysis found insulation breach at the end of the connector boot. The insulation breach is consistent with insulation degradation.